Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head started to come off while I was brushing - oral-b [device breakage]. Head no longer fits on the body - oral-b [device connection issue]. Case narrative: 36-year-old male consumer reported via phone that his oral-b toothbrush head started to come off of his oral-b toothbrush handle, type 3765 while he was brushing and it no longer fit on the body. No injury was reported.